Event description:
It was reported that cartridge did not fully snap into pump when caller tried to attach it. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, inspected pump and pneumatic tap area, removed loose o-ring and debris, and cleaned area as instructed by technical support, then confirmed cartridge o-ring was not in place or was damaged, used a new cartridge that clicked into place, successfully completed load process, and resumed insulin delivery.